Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 623640, 621803) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included anxiety, depression, urinary urgency, hot flashes, breast pain and vaginal discharge. Concurrent conditions included chest pain, anemia, multiple gastric ulcers, antral gastritis, nausea, vomiting, epigastric pain, heartburn, gastroesophageal reflux disease, costochondritis, gastrointestinal mucosal disorder, cervical dysplasia, bipolar disorder, cervical intraepithelial neoplasia iii and urinary tract infection. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, dyspareunia, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue and genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and mr received. Reporters added and updated patient demographics. Historical condition, concomitant disease were reported. On (B)(6) 2008, she implanted essure (previously reported as 2007). Updated suspect drug inaction and lot number. Added events dysmenorrhea (cramping), fatigue, lower abdominal pain and did you undergo an essure confirmation test . Updated events and outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 621803) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included anxiety, depression, urinary urgency, hot flashes, breast pain and vaginal discharge. Concurrent conditions included chest pain, anemia, multiple gastric ulcers, antral gastritis, nausea, vomiting, epigastric pain, heartburn, gastroesophageal reflux disease, costochondritis, gastrointestinal mucosal disorder, cervical dysplasia, bipolar disorder, cervical intraepithelial neoplasia iii and urinary tract infection. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, dyspareunia, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue and genital haemorrhage to be related to essure. Lot number:621803 manufacture date:2006/11 expiration date: 2008/10 lot number: 623640 manufacture date: 2007/02 expiration date:2009/01 most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On (B)(6) 2013,underwent a pelvic surgery to alleviate the symptoms. At the time of the report, the device dislocation, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.